Event description:
I developed cataracts in both eyes after having lasik done. The lasik never did improve my vision. Immediately after the lasik was done, my vision was worse than before. The doctor never could tell me why my vision was worse. Six (6) months after the lasik, I developed cataracts in both eyes. The cataracts progressed quickly. I had the cataract surgery five months after the diagnosis on my left eye and six months after the diagnosis on my right eye. I had restor multifocal lenses put in. After eac cataract surgery, my vision worsened. My vision is considerably worse than when all of this started with the lasik. And I am out (B)(6) dollars as part of the costs of the three procedures.